Manufacturer narrative:
This was initially reported on the summary report dated (B)(6) 2014 under exemption (B)(4).

Event description:
It was reported by the plaintiff's attorney that the plaintiff allegedly experienced pain, infection, emotional distress, and a product problem. It was furthermore reported that the plaintiff experienced urinary tract infection, prolapse and urinary incontinence. Furthermore, it was reported that the plaintiff died. No cause of death was reported.